Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable. When cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the large suturecut needle driver instrument. As of this date, intuitive surgical, inc. (Isi) has not received the instrument for evaluation.

Event description:
It was reported that during a da vinci-assisted ventral hernia tar surgical procedure, the large suturecut needle driver had a torn cable. The procedure was completed with a backup da vinci instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor clinical territory associate (cta) and obtained the following additional information: the customer confirmed that the instrument was inspected prior to use and there was no damage or anything out of the ordinary. The surgeon was suturing with the instrument when the issue occurred. The instrument did not collide with any other instrument or tool during the procedure. There were no issues related to the opening and closing of the grips. There were no issues related to the left and right (yaw) motion of the grips. There were no issues related to the up and down (pitch) motion of the wrist. There was one cable visibly protruding from the distal end of the instrument and it was unknown if the protruding cable was one that controls the opening and closing of the jaws or one that controls the up and down motion of the wrist. No images were available.